Event description:
It was reported that the patient¿s generator was replaced in an intended generator replacement surgery. Once the generator was replaced, device diagnostics were performed and revealed high lead impedance. The surgeon removed the lead pin and reinserted 2 different times, and diagnostics still resulted in high lead impedance. The test resistor was then inserted to check the generator and resulted in an impedance of approximately 4000 ohms as expected. The patient¿s lead was replaced at the time of surgery. The surgeon did not see visible damage to the lead during explant. The explanting facility reportedly discards of explanted products. No additional pertinent information has been received to date.